Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). The patient was referred for x-rays and probable generator and lead replacement surgery. The physician reported that the device was programmed off. It was reported that there is no documented patient manipulation or trauma that is believed to have caused or contributed to the high impedance. Surgery is likely, but has not occurred to date.